Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reeq3532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I had higher p waves, but never got a green diamond (although, of note, we are not *always* getting green diamonds these days, and even when we do, often times the PICC is actually distal to mid svc), so I base my placements mostly using p wave height right before deflection, as opposed to getting the green diamond indicator."